Event description:
This case was reported by a consumer and described the occurrence of burning gum in a (B)(6) female patient who used super poligrip extra care with poliseal over a period of three days as a denture adhesive. A physician or other health care professional has not verified this report. Approximately two weeks prior to reporting, the patient began using super poligrip extra care with poliseal. An unknown time later, the patient experienced burning oral sensation and nausea. Use of super poligrip extra care with poliseal was discontinued after three days of use. At the time of reporting, the events were resolved. Upon follow up received on (B)(6) 2010, the patient stated that when she used super poligrip the roof of her mouth, gums, tongue, and throat all started burning, got very sore, and were a little swollen. This patient was unable to eat or drink anything for a few hours up to a day depending on how long it was in her mouth. This did not happen at any other time, and the patient stopped using the product. She was scheduled to see her physician on (B)(6) 2010 and stated she needed to be tested because she was in "third stage kidney failure" and having unspecified liver problems since she had been using the product. This case was now considered medically significant by gsk.

Manufacturer narrative:
Super poligrip extra care with poliseal is manufactured in (B)(4) and neither the product was not available. (B)(4).